Event description:
It was reported that a towel was underneath the cot while it was being unloaded from the ambulance with a pt. The towel got caught between the catch bar and the safety hook on the floor, causing the catch bar to not catch the cot as it was unloaded. This caused the cot to turn upside down and allegedly landed on the pt. There is reportedly a video of the incident. There was pt involvement reported and there was an adverse consequence to report.